Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
On (B)(6) 2016 (hcp): information was received from a healthcare provider (hcp) regarding a patient who received fentanyl (3500 mcg/ml, 1200.3), bupivacaine (20mg/ml, 6.859mg/day), and compounded baclofen (40mcg/ml, 13.717mcg/day) in an implantable pump for malignantpain. A motor stall was seen upon initial interrogation. The patient did not recently have any mris. The patient experienced sudden acute withdrawal. It was attempted to "restart the pump" by programming to minimum rate mode did not result in a motor stall recovery. The cause of the motor stall was not determined. The patient's withdrawal symptoms were medically managed. Additional information indicated the pump was replaced on (B)(6) 2016. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Conclusion code fdc was updated.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to shaft bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.